Manufacturer narrative:
(B)(6).

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal popliteal artery, left mid popliteal artery extending into left distal popliteal artery with 5.00 mm proximal reference vessel diameter and 5.00 mm distal reference vessel diameter with lesion length of 200 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, percutaneous transluminal angioplasty was performed with sterling pta balloon and treatment of target lesion was performed by pre-dilatation with study device, ranger drug coated balloon of 5.0 mm x 200 mm followed by post dilation placement of a non-boston scientific stent. Post treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade c was noted. In response to the event, balloon dilation was performed and bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged on the same day. On (B)(6), 2022 subject visited the hospital with symptoms related to acute thrombosis. On (B)(6) 2022, subject was hospitalized for further medical evaluation and intervention. In response to the event, thrombolysis with tpa was initiated.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6), 2022 as a part of the elegance clinical trial. The target lesion was in the left proximal popliteal artery, left mid popliteal artery extending into left distal popliteal artery with 5.00 mm proximal reference vessel diameter and 5.00 mm distal reference vessel diameter with lesion length of 200 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, percutaneous transluminal angioplasty was performed with sterling pta balloon and treatment of target lesion was performed by pre-dilatation with study device, ranger drug coated balloon of 5.0 mm x 200 mm followed by post dilation placement of a non-boston scientific stent. Post treatment, the final residual stenosis was noted to be 5%. On (B)(6), 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade c was noted. In response to the event, balloon dilation was performed and bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged on the same day. On (B)(6), 2022 subject visited the hospital with symptoms related to acute thrombosis. On (B)(6) 2022, subject was hospitalized for further medical evaluation and intervention. In response to the event, thrombolysis with tpa was initiated. It was further reported that on (B)(6) 2022, 20 days post index procedure, 100% stenosis noted in left popliteal artery was treated with thrombolysis with tpa followed by stent graft placement. On (B)(6) 2022, the subject was discharged from the hospital.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2: age at time of event: 49 years.